Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the upper and lower cases were broken, the battery release was contaminated, the ring cover and two side bail covers were broken, one case screw was missing, the battery contacts were compressed, and the ring was bent. Further analysis was performed on the heart lead flex. This analysis found a diode-suppressor component failure on the flex assembly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the atrial output drops low after 12 milliamps. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.